Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2007, and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving three separate products; associated MDR #s 2937457-2014-01120, 1225714-2014-04878, and 1225714-2014-04879.